Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because of a urinary tract infection. The representative apologized patient, asked a doctor and was placed on antibiotics. The patient had a follow up with the doctor in regard to urinary tract infection and no other products were being used. Also followed pericare instructions. It was noted that the patient had been using this product for more than 90 days.

Event description:
It was reported that the patient was no longer using the purewick female external catheter because of a urinary tract infection. The representative apologized patient, asked a doctor and was placed on antibiotics. The patient had a follow up with the doctor in regard to urinary tract infection and no other products were being used. Also followed pericare instructions. It was noted that the patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." The device was not returned.